Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at worldwide headquarters. According to the device explantation report form the user had intermittent benefit. Additional information has been requested from the field.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by minute device mobility was determined to have led to device failure over time. The technical problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The explanted device was received at worldwide headquarters. According to the device explantation report form the user had intermittent benefit with the device. There are no reports of an accident or trauma to the implant site.